Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 360 mg/dl. Customer was treated with intravenous fluids of saline, labs, and customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.